Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine device change out. After being exposed to electrocautery, the pulse generator exhibited a loss of pacing, despite being programmed to voo. The device was successfully changed out. The patient's condition was stable post procedure.

Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-03927. (B)(4).